Event description:
The service report shows that the oxygen (o2) sensor on the 840 ventilator was cracked and causing an air flow error message. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).